Event description:
It was reported that the battery gauge was fluctuating. Additionally, customer reported a blood glucose (bg) level of 550 mg/dl. Cause was unknown. Reportedly, the customer's bg level is causing premature contractions in her pregnancy. Customer administered a correction bolus via the pump to address the issue. The customer reverted to manual injections for insulin therapy.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.